Event description:
It was reported that pump displayed occlusion alarm 2 that continued to recur despite initial troubleshooting. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to disconnect tubing and cartridge, perform test boluses, inspect for damage, replace cartridge, and refill and load new supplies, and was advised to replace supplies as needed and resume insulin therapy, with a box of infusion sets and cartridges sent by technical support.